Manufacturer narrative:
Per the patient's audiologist, the patient underwent surgery (B)(6), 2012 to treat a perilymph fistula using a fat graft.the implanted device remains. This report is filed (B)(4), 2012. Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery (date not reported) to treat a perilymph fistula using a fat graft. It was also reported that the patient has a history of dizziness that predates device implantation. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.